Event description:
Device 1 of 3. Reference MDR. Report #: 1627487-2011-05226, 1627487-2011-05227. The patient received her scs system on (B)(6) 2008 with two percutaneous leads (from different lots). It was reported that the patient has been without stimulation since she fell in a restaurant on (B)(6) 2011. An x-ray revealed that the ipg and lead connections were intact and the leads had not moved. The patient is planning on meeting with a sjm representative for programming. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.